Event description:
Customer reported that the insulin pump alarmed button error. Customer does not recall any significant events leading to the alarm. Customer stated that she was trying to deliver insulin when the button error alarm occurred. Blood glucose is 119 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, cracked display window, minor scratches on display window and cracked case near display window. No button error alarm noted. No button response due to corroded keypad traces.